Event description:
It was reported at the world federation international therapeutic radiology conference that the patient suffered an ipsilateral stroke and death at around 12 months post procedure. The cause of the death was not disclosed. No other information was provided.

Manufacturer narrative:
Device manufacture date: unknown. Evaluation conclusions - other for anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that any device malfunction, nonconformance or misuse occurred. A review of the labeling found that stroke and patient outcome of death are noted within the directions for use as a potential risk associated with such procedures. Therefore, it was concluded that the most probable cause of the event was anticipated procedural complication.